Event description:
This report summarizes five malfunction events. A review of the events indicated that model 9808560 implantable port experienced a fluid leak. These reports were received from various sources. All five events involved a patient with no patient consequences. Of the reported patients, one was male and the rest of the genders were not provided. Patient age and weight were not provided for the remaining patients.

Manufacturer narrative:
H10: of the five reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under 3006260740-2019-01309. One of the five reported malfunctions was identified to be a duplicate file. Therefore, only four malfunctions will be reported. The lot number for three of the malfunctions were provided and lot history reviews were performed. The devices for three malfunctions have been returned for evaluation. The investigation is confirmed for fluid leak for two of the malfunctions with devices returned, the investigation is inconclusive for fluid leak for one of the malfunctions with device returned. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10:g4. H11: b5, g1. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunction events. A review of the events indicated that model 9808560 implantable port experienced a fluid leak. These reports were received from various sources. All five events involved a patient with no patient consequences. Patient age and weight were not provided for any of the patients. Of the reported patients, one was male and the rest of the genders were not provided.

Manufacturer narrative:
Of the five malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under 3006260740-2019-01309. The lot number for three of the malfunctions were provided and lot history reviews were performed. The devices for three malfunctions have been returned for evaluation and the device for one malfunction was not received. The investigation is confirmed for fluid leak for two of the malfunctions with devices returned, the investigation is inconclusive for fluid leak for one of the malfunctions with device returned, and the investigation is inconclusive for fluid leak for the malfunction without returned device as no objective evidence has been provided. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Manufacturer narrative:
For three of the five reported events, the devices were returned to bd for evaluation. Two of the five events will return devices for evaluation. The return of the devices is pending. The company is still investigating the issue at this time. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunction events. A review of the events indicated that model 9808560 implantable port experienced a fluid leak. These reports were received from various sources. All five events involved a patient with no patient consequences. Patient age and weight were not provided for any of the patients. Of the reported patients, one was male and the rest of the genders were not provided.